Event description:
Information received indicated the manual CPR function would not lower the head section.

Manufacturer narrative:
The hill-rom technician replaced the CPR valve to resolve this issue.